Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation concluded that the reported difficulty grasping appears to be related to patient morphology/pathology and procedural conditions, while the sleeve steering issue appears to be due to user error. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The physician believed that the slda was partly due to inadequate leaflet insertion, and the difficulty with the second clip. An attempt was made to place the new clip lateral to the first, but it was not possible to grasp both leaflets due to the abnormal movement of the posterior leaflet caused by the slda. The decision was made to place the clip more lateral and place an additional clip between the two clips. The clip was implanted successfully. A fourth cds was advanced, and the clip was implanted. Three clips had been implanted, reducing the mr to 2. No additional information was provided. Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. (B)(4).the customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two other clip delivery systems and the steerable guide catheter are filed under separate medwatch MFR numbers.

Event description:
This is filed to report atypical movement of the third clip delivery system (cds 51009u233) which has the potential of tissue damage. This was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. Challenging anatomy was noted. The first clip delivery system (cds 60216u129) was advanced. Leaflet grasping was performed and it was noted that the anterior leaflet was not well attached; however, the clip was deployed, reducing the mr to 3. The second cds (50715u154) was advanced to the left atrium. When the delivery catheter (dc) handle was advanced, the clip would dive in random directions. A little m knob was needed to obtain correct position over the jet, which was unusual. The cds began to be retracted, but resistance was noted with the steerable guiding catheter (sgc 51201u111), due to a kink proximal to the clip. The cds became stuck on the sgc tip approximately 5 times, and the devices were removed together. After removal, it was noted that the sgc was torn in several places. Both devices were replaced. Extended anesthesia was given due to the issue with the second cds. The third cds (lot 51009u233) was advanced; however, during use with m-knob, the clip moved in the wrong direction. It was found that the blue lines were misaligned. The cds was removed and reinserted without issue. At this point the implanted clip (cds 60216u129) detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda).